Manufacturer narrative:
(B)(4).

Event description:
The recipient is reportedly experiencing facial nerve stimulation. Programming adjustments were made, however, the issue is not resolved. Revision surgery is scheduled.

Manufacturer narrative:
(B)(4). The recipient's facial nerve stimulation has resolved. The external visual inspection revealed the electrode was severed along the lead and sliced near the fantail prior to receipt. This is believed to have occurred during revision surgery. The photographic imaging inspection revealed sliced electrode wires at the fantail region. These are believed to have occurred during revision surgery. System lock was verified. The electrode condition prevented several of the electrical tests from being performed. The device passed all of the electrical and mechanical tests performed. The device passed the tests performed. This is the final report.

Manufacturer narrative:
The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device.